Event description:
It was reported that the patient was experiencing pain in their back and leg areas caused by the spacer. The patient underwent an explant procedure where the spacer was removed.

Manufacturer narrative:
The returned spacer was analyzed and visual inspection revealed a stripped thread on the actuator. The spacer deployed with minor resistance due to the stripped thread on the actuator. With all the available information, boston scientific concludes the reported event of the patient experiencing pain caused by the spacer implant was not confirmed. Pain associated with the spacer is a known inherent risk of the device. However, visual inspection revealed a stripped thread on the actuator. The spacer did not function acceptably due to deploying with minor resistance due to the stripped thread on the actuator. The cause is unintended use error contributed to the event as the damage is to believed to have occurred during the explant procedure due to excessive force. The damage is not related to device malfunction.

Event description:
It was reported that the patient was experiencing pain in their back and leg areas caused by the spacer. The patient underwent an explant procedure where the spacer was removed.